Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level between 400 mg/dl to 500 mg/dl. The customer's blood glucose level was 264 mg/dl at the time of call. The customer stated that the blood glucose level was high because she was off the pump for two and half hours. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.